Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6) .

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported, that patient faced infusion set cannula bent event on (B)(6) 2024. Patient woke up with very high blood glucose (specific value unknown) in the morning. He also, felt nauseated and had large amounts of urinary ketones. Patient also went to emergency room for evaluation. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue. Including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that, during use and upon removal can bend slightly. No further information available.